Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a system failure. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No product sample was received; therefore, visual and functional testing could not be performed. A DHR review could not be performed in that no specific product was identified. No serial number was provided. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 8-jun-2022 via email and attached to complaint object: event date was updated from unknown to 10-may-2022. No patient involvement.